Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The biomedical engineer reported that respiratory therapist reported that the ventilator was not providing any flow. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.